Event description:
The end user reported that for the last two weeks he noticed a rash that is red, raw, and patchy located under the mass and tape collar of the wafer. He further reports his physician is now treating him for a fungal infection and prescribed miconazole powder and diflucan.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Height: 74 inches.